Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission, the right atrial lead exhibited dislodgement. On (B)(6) 2017 the patient presented for lead revision procedure; noted during pre-operation check, the lead exhibited sensing and failure to capture anomalies. During procedure, failure to insert stylet through lead was observed, and the lead was explanted and replaced. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.